Manufacturer narrative:
Device evaluation: visual inspection shows the qb-inlet port is broken off. Conclusion: reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an affinity centrifugal blood pump was found to be damaged in the tray, as there was a crack in the inflow connector. The product was replaced. See attached photos. No patient complications have been reported as a result of this event. Medtronic received additional information that there was a crack in the inflow connector of the ap40 pump or the inflow connector was broken off the ap40 pump head. This was seen during de-airing of the machine. Customer believes the traction of tubing and pump head inside the heart lung machine pack is too tight or bends in a strange way that after sterilization, there is too much strain on the inflow of the pump head and it cracks. Medtronic received additional information via analysis of the returned product that the connector was completely broken off.

Manufacturer narrative:
Additional information received shows that the port was completely broken off. There is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Correction d3: MFR name and address updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.it was reported that an affinity centrifugal blood pump was found to be damaged in the tray, as there was a crack in the inflow connector. The product was replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that there was a crack in the inflow connector of the ap40 pump or the inflow connector was broken off the ap40 pump head. This was seen in a closed pack and as soon as pack was opened. This was seen during de-airing of the machine. Customer believes the traction of tubing and pump head inside the heart lung machine pack is too tight or bends in a strange way that after sterilization, there is too much strain on the inflow of the pump head and it cracks. D.4.lot number updated correction:d.4.expiration date and h.4.mfg date updated fdd code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an affinity centrifugal blood pump was found to be broken in the tray. The product was replaced. No patient complications have been reported as a result of this event.